Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, a the problem could not be reproduced. Visual inspection of the exterior surface of the returned sample and found no abnormality that could lead to the reported problem. No pinch or blockage observed. Per functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. The microscopic examination found no conditions that could be associated with the reported event. The balloon could be inflated and deflated without difficulty. The sample passed the immersion test. Dimensional evaluation: eye snip length: 3/32¿; inflation lumen coverage: 10 thou; balloon thickness: n/a; burst initiated from bottom collar of sac: n/a. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils) [they may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that there was damage to the balloon during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage to the balloon during the pretest.